Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information over two months later that this device was explanted, replaced and returned for analysis.

Event description:
Boston scientific received information that during a follow-up visit, upon initial interrogation the battery longevity displayed less than 0.5 year remaining. Following sensing, threshold and impedance testing, the battery longevity displayed one year remaining. No programming changes were made and the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery had reached the elective replacement indicator (eri). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.